Manufacturer narrative:
As reported, capsure fired two fasteners during dry fire. The subject device is not available to be returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, the capsure fixation device failed to fire in the first attempt when it was dry fired. It was reported during the second attempt the device fired two fasteners in vitro and during the third attempt the fastener got fixated successfully. It was reported, surgeon felt uneasy and did not use this device further and used another capsure device to complete the procedure. There was no patient injury.